Event description:
Review of service data detected a reportable problem. During servicing, belt sn (B)(4) failed the hi-pot test. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. As received, the electrode belt failed the hi-pot test. Upon evaluation, the pulse wires inside the distribution node (dn) were shorted. The cause of the test failure is the shorted wires. The cause of the shorted wires is loose shrink tubing surrounding the wires. The root cause of the loose shrink tubing cannot be positively identified. No adverse event resulted from the shorted wires. The last pt to use this belt did not report any deficiencies.